Event description:
Pt had a prosthetic valve inserted in 1994. In early 1996, pt experienced profound anemia requiring multiple transfusions. Pt diagnosed with hemolytic anemia secondary to valve and valve removed, after evaluations by cardiology, hematology and gastroenterology revealed no source for the blood loss.